Event description:
During an atrial fibrillation ablation, a vascular dissection occurred which resulted in a pericardial effusion. The ablation catheter and sheath were placed at the coronary sinus in order to look for the vein of marshall. When injecting the contrast agent in the coronary sinus using the non-(B)(6) device (perfoma vertebral 5fr diagnostic catheter from merit medical), an obstruction was noted. When removing the sheath from the coronary sinus, a dissection in the coronary sinus was observed. Ultrasound was done which diagnosed a pericardial effusion. The effusion resolved without treatment and the patient is stable. The physician alleges the dissection was caused by the non-(B)(6) device. There were no performance issues with any (B)(6) device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".